Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous right external iliac artery lesion on (B)(6) 2026. A 9x100 mm absolute pro self-expanding stent was implanted without issue. However, during removal, the delivery system became stuck on the guide wire. Both the delivery system and guide wire were removed together. A new guide wire was used and the procedure was completed. On (B)(6) 2026, an ultrasound scan found that a fragment of the absolute pro sheath was located at the distal end of the implanted stent. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.